Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 421 mg/dl at the time of incident and his current blood glucose is 311 mg/dl. The customer was treated his high blood glucose with manual injection. The customer was assisted with troubleshooting for insulin flow block alarm and customer reports insulin exited. The self-test and high pressure test was perform on pump both passed. The product was not returned for analysis.